Manufacturer narrative:
Reported event was unable to be confirmed as lot number of device involved in the incident is unknown. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Review of the complaint history determined that no further action(s) is/are required. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It is reported that during a distal femoral plating procedure, while the surgeon was attempting to implant a screw, the driver head fractured off. Another instrument set was available to complete the procedure.